Event description:
A 2.25 mm diameter x 14 mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. Lesion morphology was reported to be moderately tortuous. The lesion was pre-dilated. It was reported that two endeavor resolute drug-eluting stents were implanted in the proximal and mid circumflex. It was reported that the physician was attempting to advance to a lesion in the distal circumflex when he met with resistance. It was reported that the stent caught on a stent strut of one of the previously deployed stents and dislodged. The un-deployed stent was crushed into the two previously deployed stents with another manufacturer's balloon. The pt is good. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Secondary intervention.